Event description:
It was reported that while a consumer was giving herself an injection with a bd ultra-fine insulin pen needle, the needle broke off in her abdomen. The consumer received an x-ray but the needle was not visualized. No further medical interventions were provided to the consumer. On (B)(6) 2015, after having made three attempts to obtain additional medical information from the consumer, there was no report of any medical interventions. Therefore, this complaint was determined to be non-reportable at that time. On (B)(6) 2015, the consumer provided additional information stating that she had received an x-ray, thereby making this complaint MDR reportable.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device quality notifications revealed no irregularities during the manufacture of the reported lot number 4198324. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. Of note, based on similar reported issues regarding bending, breakage, and clogged needles associated with this product, a corrective action has been opened as a precaution for these types of reports. (B)(4).

Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual inspection of the device exhibited a broken IV end of the cannula. A microscopic analysis revealed residual bends on the broken hub end, cracked adhesive, and tubing ovality. Removal of some of the adhesive made these observations more apparent and revealed the presence of deep indentation in the adhesive and hub area created by the cannula shaft. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot number 4198324. Conclusion: an absolute cause for this incident cannot be determined. However, our quality engineer notes that above mentioned findings are all indicators of a bending/restraightening mode of failure.

Manufacturer narrative:
Results: a second evaluation of the used device was conducted by the manufacturing facility on 08/14/2015. A microscopic analysis revealed that the needle was broken at the patient end. As previously reported, a review of the device history record revealed no irregularities during the manufacture of the reported lot number 4198324. Conclusion: an absolute cause for this incident cannot be determined. However, our quality engineer at the manufacturing facility notes that a potential cause for this incident could lie at the shielding station in bd assembly process. If the needle is presented to the shielder obliquely, the downward movement of the empty shield results in the needle bending back over the hub. In bd experience the cannula would need to be restraightened for use or else the needle would break on removal of the shield. Current controls include: during the cannula assembly vision systems perform inspections on cannula for angularity of the assembled cannula. This inspection is performed prior to the inner shield assembly operation, as post inner shield assembly the cannula is not visible. Vision systems are periodically (at beginning of each shift) challenged to ensure continued performance. I.e. Their ability to reject a cannula for defective angularity. As part of periodic off line inspections assembly, assemblies are visually and functionally tested to ensure optimal quality. All bd needles fully conform to iso9626 "stainless steel needle tubing for manufacture of medical devices". The needles should not bend/break with normal single usage. Additionally, bd continuously monitor the market for any signs of product malfunction and user discomfort and bd will take the necessary action should any trends arise.

Event description:
It was reported that while a consumer was giving herself an injection with a bd ultra-fine insulin pen needle, the needle broke off in her abdomen. The consumer received an x-ray but the needle was not visualized. No further medical interventions were provided to the consumer. On 04/28/2015, after having made three attempts to obtain additional medical information from the consumer, there was no report of any medical interventions. Therefore, this complaint was determined to be non-reportable at that time. On 05/06/2015, the consumer provided additional information stating that she had received an x-ray, thereby making this complaint MDR reportable.